Manufacturer narrative:
(B)(4). The analysis results found that the ecs29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported by the customer the doctor was performing an unknown bowel procedure with the circular stapler, attempted to staple the bowel and the staple line was incomplete. A second like stapler was used to create a second anastomosis and was used to complete the procedure with no consequence to the patient.